Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent, multiple altitude alarms. There was no impact to customer's blood glucose levels. However, the contact stated that the customer was able to clear the alarm and resume insulin delivery.